Event description:
Initial result for a pt ck-nac was 0 u/l. When repeated, the result was 2 u/l. The incorrect result was not used to guide therapy. The field service rep was unable to determine a cause for the discrepancy.